Event description:
It is reported that the scrub tech opened the implant and found a hair on the implant. Scrub tech does not believe that the hair fell in the packaging upon opening.

Manufacturer narrative:
Evaluation summary: the foreign material was not returned for evaluation. With the available info it can not be demonstrated with certainty that the source of the hair is the packaging environment. The packaging environment utilized for this product is a class 100,000 clean room that undergoes continuous monitoring. There is a very miniscule, but constant risk of foreign material in sterile cavities from the operators. A review of complaints for hair in sterile implants was conducted in march 2005 and indicated that there is less than one complaint per million in sterile units shipped by zimmer warsaw in the past 5 years. The related manufacturing lot was fully distributed without any further reports of the kind. Device history records indicate device manufactured to specification.